Event description:
It was reported that "pt developed instability at cg17. Did acdf (autograft) and reflex plate anchored at c5, c6 and c7. Screws sent through plate at c7 and pt 're-slipped" c6 and c7.

Manufacturer narrative:
Additional info has been requested and if received, will be supplied on a supplemental.